Manufacturer narrative:
No further information regarding the physician's injury has been obtained. A follow-up report will be submitted should additional details become available.

Event description:
It was reported by the customer that the stretcher does not brake at the head end. While the service technician was servicing the stretcher he was informed that a physician was injured when he leaned into the stretcher and it moved. The customer could not determine if there was pt involvement or if there were adverse consequences to report.